Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker exhibited right ventricular pace impedance measurements of greater than 2,000 ohms, resulting in a lead safety switch. There was rv noise that boston scientific technical services discussed as possible myopotential oversensing. The health care professional was going to bring the patient into the clinic for further troubleshooting. The device remains in service. No adverse patient effects were reported.